Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment procedure was performed when the incident happened. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) analyzed the system onsite and confirmed that system failed to start up. Fse found that host pc operating system hard disk was defective. Fse replaced the hard disk. After replacing the hard disk spare part, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected data: additional narrative. Corrected data: health impact code. Philips has investigated this complaint. According to the additional information collected a planned treatment procedure was performed when the incident happened. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) analyzed the system onsite and confirmed that system failed to start up. Fse found that host pc operating system hard disk was defective. Fse replaced the hard disk. After replacing the hard disk spare part, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the allura system failed to start up. The device was not in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the hard disk which resolved the issue. The device was returned to use in good working order.